Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis. The blood glucose reading was 420 mg/dl. It was stated that the events leading to his admission was vomiting and severe chest pains. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.